Event description:
Received with this unit for repair was a pcf tag stating "would not treat patient" and an incident printout documenting the incident date as 2001 and the defibrillator involved was hs3000. The episode time is 09:35:20.